Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture. Observed, broken device in the posterior side assessed, as a fold flaw opening. And observed, broken device in the anterior side assessed, as smooth opening. And missing piece of shell assessed, as inconclusive. Additional observations: stress marks observed, on the shell. Observed, 40 mm dark patch edge material inside gel device. Wear abrasion observed, on the shell. Creases observed, on the shell. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, left side rupture. Device has been explanted.